Manufacturer narrative:
(B) (4). The ge service rep reloaded the software on the system. The system operates as intended.

Event description:
The customer reported that the system would intermittently show the wrong image. It would show another image when a thumbnail was selected.